Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occured. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 mm x 100 mm x 150 cm (4f) sterling balloon catheter was advanced for dilation. However, during the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.